Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device being inoperative could not be confirmed or duplicated. Ventec reviewed the device's electronic records and found no evidence of prior inop events. All power systems and logs indicated normal operation throughout the device's history. Ventec also confirmed that the device's internal battery was able to adequately charge to 100% asoc (absolute state-of-charge) and that it had the supply power necessary to facilitate device operation when disconnected to external power without inop event. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device was inoperative. The reporter advised that the device does not power on unless connected to a power source. No further details were provided. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.